Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a system error "internal energy too high" during lasik treatment. The surgeon had to continuously hit the pedal in order to complete the treatment. The case was completed without harm to the patient.

Manufacturer narrative:
At the visit on site the territory manager (tm) checked the calibration tables and found the energy looked stable. However, the tm was informed that the warning was occurring during surgery pointing to a laser head issue. The tm replaced the laser head. The laser head was returned to the investigation site for evaluation. The supplier checked the device and recalibrated the energy monitor. The root cause was not provided by the supplier, who investigated the laser head. The manufacturer internal reference number is: (B)(4).